Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) had stopped working as intended. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted devices were discarded by the medical facility and will not be returned.